Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported anxiety due to biocell textured recall and also reported, "left side seems mushy and showed two slices on mammogram". Patient additionally reported that physician diagnosed a capsular contracture, possibly baker grade ii, and "some folding of capsules and possibility rupture, MRI ordered." This is the left side record. Device remains implanted.